Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Concomitant medical products: zimmer cable cat#00223200205 lot#56571833. Biomet head cat#010001034 lot#3966409. Unknown cup. Unknown liner. Biomet stem cat#11-304015 lot#580790. Biomet stem cat#11-304014 lot#197210. It is unknown which stem was used in the event. Reported event was confirmed with medical records. Review of the available records identified possible undersized acetabular cup. Age indeterminate fracture involving the proximal left femur with involvement of the greater trochanter, less trochanter and proximal femoral diaphysis. Review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00424.

Event description:
It was reported that a patient underwent initial left total hip arthroplasty on an unknown date. Subsequently, was revised due to unknown reasons. Finally the patient was revised two years post first revision surgery due to bone fracture. No additional information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent left total hip arthroplasty on an unknown date. Patient was later revised for unknown reasons. Subsequently, approximately 2 years later the patient was revised due to implant fracture. Attempts have been made and additional information on the reported event is unavailable at this time.